Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the clinic and parents have decided not to re-implant.

Event description:
Hearing performance with the device is affected. Reportedly, the recipient still has some access to sound. There is no report of an accident or trauma. Re-implantation has been suggested. Per parents the child still listens to sounds. Reportedly the clinic and parents have decided not to re-implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Reportedly, the recipient still has some access to sound. There is no report of an accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Hearing performance with the device was affected. Reportedly, the recipient had some access to sound. There was no report of an accident or trauma. Per parents the child could listen to sounds. Reportedly the clinic and parents had initially decided not to re-implant. However, re-implantation was later performed in (B)(6) 2019.